Manufacturer narrative:
Unit received with scramble display due to defective microchip on lcd board. Unit received with scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that product was returned without authorization. Reason for insulin pump return was not known. Failure analysis will be completed.